Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog the customer reported that as of (B)(6) 2016, no further occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose levels had not been impacted. A cause of the past occlusions could not be identified. A system check was performed using the current supplies on the pump and the customer thought the cartridge possibly had some cracks in it. The customer indicated that a new cartridge will be loaded onto the pump. Reportedly, the customer had been using humalog in the cartridge for 3 days.